Event description:
Dislodgement was reported on this lead. The device associated with this system was explanted due to patient complaints of pain, but leads were capped and remain in the body. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.